Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the system log goes back to 30-jun-2017. The central control monitor (ccm) was not used between 30-jun-2017 and 31-jan-2020. The 2 year battery notification had been occurring every time they powered up the system since that date which would be normal. There was an indication in the log the ccm was installed on the complaint based on 19-feb-2020, and the 2 year battery message was still occurring. It was likely the ccm replaced the original ccm on 19-feb-2020. This would put the battery replacement date stored on the ccm out of sync with the batteries in the base. The next time the batteries are replaced in the base the battery replacement date will be corrected. There was no indication of a ccm date jump in the log. The log confirmed the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the unit has a 'you have exceeded two years service life battery' message. He replaced the batteries. The unit operated to the manufacturer's specifications. Per the perfusionist, the central control monitor (ccm) was replaced by the user facility's biomedical technician on 19-feb.

Event description:
It was reported that during use of the device for a non-clinical activity, the unit displayed a 'you have exceeded two years¿ service of your battery' message. There was no patient involvement.